Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on (B)(6) 2016 due to a left leg tibia fracture with the following construct: one (1) one-third tubular plate and one (1) locking screw that was placed over the fracture site on the bone. Also, one (1) titanium cannulated tibial nail and four (4) 3.5 mm screws that are associated with the fixation of the nail. The cause of the original fracture is unknown. The patient underwent a revision surgery on (B)(6) 2016 for an underlying infection. The fracture was healed and surgeon removed all implants. The patient was revised to antibiotic bone cement. It was report that all hardware came out complete with no issues. The patient was weight bearing until the revision surgery. The patient has retained all hardware. Surgery was completed successfully and patient is report in stable condition. This report is for an unknown locking screw. This is report 2 of 4 for (B)(4).